Event description:
It was reported that (1) device was used during a laparoscopic gastrecotomy. It was reported by the affiliate that the lower jaw of the al326 instrument, bent backwards and broke off when fired(this was the 3rd or 4th firing of the instrument). No clips were lost in the patient. Another instrument was used to complete the case. There was no consequence to the patient.